Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer's another blood glucose level was 69 mg/dl. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose. Customer reported inaccurate sensor readings. The customer¿s blood glucose was 105 mg/dl and sensor glucose was 145 mg/dl at the time of the event, the difference is outside the acceptable range. Insulin delivery was not suspended due to inaccurate sensor readings. The device will not be returned for analysis.